Manufacturer narrative:
The customer did not request service. The beckman customer technical support specialist (cts) provided the support over phone. Cts reviewed the parameter settings and found the unit of measurements were set as mmol/l. Cts updated the parameter settings unit to g/dl to resolve the issue. Analyzer resumed normal operation. There was no evidence of a system or reagent malfunction. The failure mode could not be determined based on the available information provided. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining false high hemoglobin a1c (hba1c) results for six (6) patients involving the au680 clinical chemistry analyzer. The customer repeated the patient samples at another facility unknown analyzer used and obtained normal results. The customer initially stated there was report of change in patient treatment for one (1) patient. Upon follow-up on (B)(6) 2023, the customer provided a screenshot indicating five (5) patients had surgery rescheduled due to initial high a1c results. It was confirmed one scheduled surgery was cancelled for unknown reasons and unrelated to this event. There was no impact to the patient reported. There was no report of death associated with the events. As of (B)(6) 2023, the customer has not provided additional information despite multiple attempts were made. The customer did not provide patients demographics but provided results for six samples.